Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing over fill during use. The following has been provided by the initial reporter: it was reported that there was overfilling. They were having issues with the tubes overfilling.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing over fill during use. The following has been provided by the initial reporter: it was reported that there was overfilling. They were having issues with the tubes overfilling.